Event description:
It was reported that the patient with this electrode received an inappropriate shock. Review of the episode noted oversensing of sense b node noise contributing to the delivery of inappropriate therapy. As all other sensing vectors did not yield adequate results, a revision procedure is being planned. For now, the patient was hospitalized, and electrode remains in service. No adverse patient effects reported. This event will be updated should a revision procedure be performed and/or the system be returned back from the field for analysis.

Event description:
It was reported that the patient with this electrode received an inappropriate shock. Review of the episode noted oversensing of sense b node noise contributing to the delivery of inappropriate therapy. As all other sensing vectors did not yield adequate results, a revision procedure is being planned. For now, the patient was hospitalized, and electrode remains in service. No adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the system was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was provided. Visual inspection noted blood/body fluid in the lumen(s) and setscrew marks were noted in the correct location on the terminal pin. The sense b conductor resistance test measured open, indicating a fracture or broken conductor. Visual inspection and an x-ray show a fracture of the sense b conductor at the sense b electrode ring weld. The sense b cable is no longer attached to the ring, and the sense b ring itself has been moved distally. The area where the sense b cable comes through the insulation (feed through) in order for the cable to be welded to the ring is no longer located under the ring. The lead body was observed to be curled - consistent with being pulled with force. The lead was also noted to be slightly longer than normal in size (452 millimeters (mm) instead of 450 mm). The lead was sent for further review which confirmed the fracture observed was consistent with a ductile overload of the wires in the cable and weld pool. This was thought to have been induced during the explant procedure. All other lead measurements were normal, and no further problems were detected. Outside of the induced observation noted above, the lead was found to have met specification and the allegations made against it could not be confirmed through product testing.

Manufacturer narrative:
This event will be updated upon completion of analysis.

Event description:
It was reported that the patient with this electrode received an inappropriate shock. Review of the episode noted oversensing of sense b node noise contributing to the delivery of inappropriate therapy. As all other sensing vectors did not yield adequate results, a revision procedure is being planned. For now, the patient was hospitalized, and electrode remains in service. No adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the system was explanted and returned for analysis. No additional adverse patient effects were reported.